Event description:
Ismp medication errors reporting program: in a community pharmacy setting, a pt received 1/2 cc short insulin syringes instead of 1 cc short insulin syringes. The pt brought back the incorrect syringes when they discovered they did not hold as much insulin as they needed. Pt had no problems and the error was corrected and the appropriate syringes were dispensed to the pt. To prevent this error in the future ndc's need to be double checked. Medication administered to or used by the pt: yes. Outcome: pt had no problems and the error was corrected and the appropriate syringes were dispensed to the pt. Where did the error occur: community pharmacy. Type of staff made initial error: pharmacist. When and how was error discovered: the pt brought back the incorrect syringes when they discovered they did not hold as much insulin as they needed. Level of staff who discovered the error: consumer/family member/caregiver. Pt counseling provided: unk. Reporter's recommendations: to prevent this error in the future ndc's need to be double checked. Relevant materials provided: none. (B)(4).